Manufacturer narrative:
Investigation summary: customer returned (1) trulicity pen photo. No bd pen needles were returned with the pen. Customer states that the needle was clogged and leaked. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no bd product was returned by the customer. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time root cause: root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that after a consumer used a bd ultra-fine¿ pen needle, the insulin leaked on his abdomen. There was no report of exposure, serious injury or medical intervention.